Manufacturer narrative:
The MFR did not receive the device, x-rays, or other source documents for review. Since the lot numbers were not provided, the device history records could not be reviewed. Since date of the original implantation was not reported this case will be treated as related to the issues for which zimmer implemented a correction in july 2008. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
A (B)(6) female patient received an acetabular cup, right side on (B)(6) 2009 and underwent revision surgery on (B)(6) 2009 due to osteolysis on her proximal femur and early loosening of the cup.